Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was mru. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s social life ¿became hell.¿ the patient could not sleep until very late at night from walking to exhaustion with a high dose of morphine. The suspected sources of electromagnetic fields were 2 ¿(B)(4) radars¿ 20 kilometers away from the patient and high voltage power lines. It was thought that the electromagnetic fields caused a malfunction of the ins. It was reported on (B)(6) 2013 that reducing the frequency from 135 hertz to 70 hertz helped to reduce muscle stiffness due to stimulation and the pain by half. Pain disappeared when stimulation was turned off.

Event description:
It was reported the patient experienced "intense, permanent pain" in the legs and sometimes in the arms, depending on the parameter settings. It was stated that these pains started right after the implant procedure, when the implantable neurostimulator (ins) was activated. In addition, "intense itching, burns and electrical shocks from within the members" can be felt. Shocks or electricity was also felt. It was noted that when the ins is off, the pain ceases. The frequency of the stimulation was reduced from 135 to 70hz and this helped to "reduce muscle stiffness due to electricity and halve the pain". It was stated the "part of the brain that was stimulated by the right electrode which seemed to generate pain". It was unclear what the reporter meant by the previous statement. It was noted the patient was "forced" to walk long distances to endure the pain and a "high dose of morphine" was needed to help the patient fall asleep. The pain relief was still insufficient. It was indicated that electromagnetic fields may have caused these problems. It was noted the patient's pain was lessened when in environments that do not have electromagnetic interference. No further information was reported. If additional information is received, a follow up report will be sent.